Event description:
The stapler misfired during a robotic cystoprostatectomy. The surgeon had to cut the stapler away from the tissue because the jaws would not open even with the manual override mechanism.